Event description:
This is submitted to report the breakage of the hemostatic valve on the steerable guiding catheter, which has the potential to cause or contribute to air leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was prepared for use and advanced to the right atrium. An attempt was made to insert the clip delivery system (cds) into the sgc, but the blue alignment lines on the devices could not be aligned. It was observed that the hemostatic valve unit (the entire clear plastic part) could be rotated. Several attempts were made to align the devices, but it was decided to replace the sgc. The new sgc functioned without issue. One clip was implanted and the mr was reduced to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported steerable guiding catheter (sgc) and corresponding dilator were returned. The sgc valve was inspected. The housing of the sgc was disassembled and the bond between the valve and guide shaft was examined, and it was confirmed that the bond was broken between the adhesive and the pebax of the shaft. The reported difficulty inserting the cds into the sgc was confirmed. The valve was confirmed to rotate freely from the guide sleeve, allowing for misalignment between the key way in the molded valve component and guide shaft keyway, resulting in the inability to insert the cds into the sgc. Potential causes for a loose hemostasis valve bond can include, but are not limited to, user technique (excessive force applied to the valve) or manufacturing anomalies. With respect to user technique, the bond between the hemostasis valve and the guide shaft can become loose if excessive force is applied to the valve; the bond can become loose if unintentional rotational force was applied to the hemostasis valve by the physician while manipulating the device due to difficulty inserting the cds devices. In this case, it is possible that minor variations in the bonding process, in conjunction with procedural interactions (e.g. Rotational force applied during cds insertion, excessive insertion attempts), resulted in the hemostasis valve bond failure; however, this cannot be confirmed. Based on the information reviewed, the reported difficulty inserting the cds into the sgc was confirmed to be due to a loose bond between the hemostasis valve and guide shaft; however, a definitive cause for the loose bond could not be determined. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.